Manufacturer narrative:
One device was received for evaluation for the complaint that the error code 1660 when cpu test errors during set up. The event log/alarm history reviewed was reviewed. During 12-month service history found that this device was last serviced in mar/2025 per sr 3340086. The visual and functional testing was performed. During visual inspection found the minor crack at top corner. The reported problem confirmed with event logs history and could not be duplicated. The probable cause of the reported problem was unknown. All functional test of the device passed after repaired.

Event description:
It was reported that the error code 1660 when cpu test errors during set up. There was no patient involvement.